Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the ins won't turn off. Rep had patient turn off ins however patient reported still feeling scs. Issue not resolved at this time.